Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a wrinkle on both eyes (ou) at a 2-day post-operative exam. A brief description from the surgery center indicated the patient had wrinkles in the flaps that were caused by the patient¿s sleep mask riding up. A flap lift and rinse was performed to smooth out the wrinkles. In addition, it was indicated the contact lens (cl) fell out directly after the lift and rinse treatment and when returning for a replacement of the cl, the surgery center realized the wrinkles had appeared again. Another flap lift and rinse was performed to smooth out the wrinkles. The surgery center reported the patient experienced loss of best corrected visual acuity (bcva). The surgery center reported the symptoms have been resolved. Bcva from (B)(6) 2018: right eye pre-op 20/15 -3.25 x .00 x 90, left eye pre-op 20/15 -3.25 x .00 x 90.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.